Event description:
It was reported that an erbe sys; argon plasma coagulator (apc) model apc 2 with an electrosurgical generator model vio 300d (part# 10140-000) was used in a colonoscopy. The settings for the erbe apc/esu sys were apc pulsed, effect 2 at 20 watts. The pt experienced some nerve stimulation when the argon plasma coagulation was applied in the cecum. Then "bicap" treatment was used with a different esu in the procedure. Two (2) days later, the pt returned with a small pin hole perforation. Surgery was then performed to address the perforation.

Manufacturer narrative:
The apc/esu sys was returned and thoroughly inspected/tested. The sys's chronological/error log was examined on the day that the event occurred. No erroring or unusual activities were recorded. Then, a technical safety check was performed on each unit. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. Also, the gas flow rates were measured and found to be within their acceptable ranges for the apc. All features were/are functioning properly within specs on both devices. In addition, no anomalies were found in the device history records (dhrs) for the apc and esu. In conclusion, no erbe equipment problem was found that would have caused or contributed to the event. The reported settings were typical/common for the procedure. In regards to the nerve stimulation, although uncommon it is a possibility in electrosurgery. Neuromuscular stimulation (nms) may occur due to low frequency electrical currents. This issue is addressed as a warning in our equipment manuals. Also, stimulation has been observed when working near nerve bundles. As for the perforation, most likely there were many factors involved with the situation. However, based upon past reports, it appears that the pt's condition was a significant factor in the event. That is, upon electrosurgical treatment in a thin walled area (i.e. The cecum), the remaining wall was not sufficient to remain intact. Nonetheless, no conclusive determination could be made as to the cause of the event. The involved medical personnel are being made aware of the findings. To further address the issue, add'l in-service work is being planned at the medical center. Erbe USA, inc is now closing the file on this event.